Event description:
Two certified nurse aides were attempting to move a resident from her bed to the bedside chair via the lifter. All four corners of the companion netting were attached to the four chains with the provided hooks. A pillow was placed at the resident's left foot area for padding against the metal chain. Upon raising the lift toward the chair, the resident slid down and out of the left foot area which had become detached. The resident's left leg struck "something" resulting in a large area of ecchymosis above the ankle. Skin tear to the right skin approx 3cm.